Event description:
It was further reported that the device was reprogrammed and a device and atrial lead replacement is planned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: sdr303b ipg, implanted: (B)(6) 2002. (B)(4).

Event description:
The patient reported a burning around the device and a shock down the side that occurred several months ago. The patient was seen and adjustments were made. The feeling went away but last week they began again. It was further reported that the patient was seen a second time and the atrial lead showed variable and high impedance and oversensing with pocket manipulation. It was noted that the burning sensation may be due to the atrial lead or due to a potential wire bond lift with the device. The device and atrial lead remain in use. No further patient complications have been reported as a result of this event.